Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the customer received a change sensor alert after one day a half of use. They tried to restart the sensor but it did not work. The sensor was found bent upon removal. The customer inserted a new sensor and received a sensor error alert within the 2 hours of initialization. Troubleshooting was done and the sensor had to be removed. It was sated that the sensor cannula appeared to be shorter than usual. Blood glucose value with first sensor was 10.4 mmol/l; most recent reading was 16 mmol/l. It was advised that the sensors would be replaced and returned for analysis.